Manufacturer narrative:
The customers experience of insulin spontaneously stopping after 30 minutes was identified as due to a channel disconnect. The pcu event log shows pump module s/n (B)(4) was in use and infusing insulin regular 100unit/100ml (drugid 500) at a rate of 1.4ml/hr (programmed 10:15 pm on (B)(6) 2018). At 10:30 am on (B)(6) 2018, a channel disconnect occurs and only pm s/n (B)(4) was removed. The device was re-added back to the system 6 seconds later. The user selects softkey 14 to address the channel disconnect pop-up. Based on the pcu event log review, it was determined that pump module s/n (B)(4) (unit c) was either attached to the right side of pcu s/n (B)(4) or to the right side of pump module s/n (B)(4) (unit b), however pump module s/n (B)(4) was not received for investigation. Functional testing was not able to replicate a channel disconnect between the pcu s/n (B)(4) and pump module s/n (B)(4). It could not be determined if contamination on a pin or pins contributed to the channel disconnect but was later removed during the inherent wiping action of removing and attaching the pump module or if the disconnect occurred between pump module s/n (B)(4) and the unreturned pump module s/n (B)(4). The date code of the pump modules ((B)(4)) male right iui connector was 08/07. The date code of the pump modules ((B)(4)) female left iui connector was 01/08. The date code of the pcus male right iui connector was 06/17. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4).

Event description:
The customer reported that an infusion of 100 units/100 ml ns, was infusing at 0.03 units/kg/hr (1.4 ml/hr) when it spontaneously stopped without an alarm. The infusion was stopped for 30 minutes. There was no report of patient harm. The customer subsequently reported that the user may have stopped the infusion in error at 1349.